Event description:
A cartridge alarm 20 was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The customer was unable to load a new cartridge during the call and was advised to follow up.